Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx drug eluting stent was used to treat the lad. It was reported that an abrupt closure was noted in the 2nd diagonal during index procedure. Safety adjudicated that the event was possibly related to the device and the procedure but was not related to the antiplatelet medication.